Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Product: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694758 implantable tachy lead, implanted: (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight months after device and right ventricular lead implant. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight months after device and right ventricular lead implant. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.